Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the detached connection malfunction: adhesive peeling around the bending tube. Cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject probe scope device exhibited a detached the investigation identified the following malfunctions: due to damage on ch-tube, water tightness is lost. M1397 malfunction level: damage - channel(s). Rationale: there is evidence of a product issue. However, the potential that this issue could cause or contribute to a death or serious injury were it to recur is unlikely.: no. Due to adhesive peeling around bending tube, connection between bending section and distal end. There was no patient involvement.